Event description:
Customer reported an ad channel 15 failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver board and the ps1 power supply. System operates as intended. This MDR is related to ge healthcare complaint number.